Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has not been returned to the MFR for eval. The investigation is currently underway. This event coincides with user facility medwatch 0039-0223-0021. (B)(4).

Event description:
It was reported via user facility medwatch report that a "(B)(6) female underwent a percutaneous transhepatic cholangiogram, biliary biopsy and biliary stent placement on (B)(4) 2011. During post-dilation with the 12mm pta balloon dilatation catheter, the balloon would not deflate despite multiple attempts to deflate it. Ultimately, the balloon through the existing biliary tract needed to be punctured in order to deflate it. An external biliary drainage catheter was placed due to hemobilia."